Manufacturer narrative:
Block b3: exact date unknown, event occurred in august 2022 prior to the date the manufacturer became aware.

Event description:
It was reported that the patient experienced pain due to inadequate stimulation and undesired sensation due to overstimulation. The patient underwent an implantable pulse generator (ipg) explant procedure. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient experienced pain due to inadequate stimulation and undesired sensation due to overstimulation. The patient underwent an implantable pulse generator (ipg) explant procedure. No further information has been obtained despite good faith efforts. Additional information was received that the patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408740. Model:sc-2408-74. Serial: (B)(6). Batch: 7070191. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: 7070269. UDI: (B)(4).